Event description:
Same case as MFR report #: 6000089-2006-02473, 6000093-2006-02417, and 02418. Clinical trial. It was reported that 440 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a target vessel reintervention. The index procedure identified and treated two target lesions. Target lesion one was a de novo, ostial, mildly calcified, 3.0x16mm, 80% stenosed lesion of the proximal lad (left anterior descending) which was treated with predilation and placement of a 3.5x12mm taxus express2 drug eluting stent. Target lesion two was a de novo, ostial, 3.0x16mm, 75% stenosed lesion of the proximal cx (circumflex) which was treated with predilation and placement of a 3.5x12mm taxus express2 drug eluting stent. The patient was discharged the next day on asa and plavix. It was also reported that eight days prior to the index procedure, two taxus express2 drug eluting stents (size and lot unk) were placed in the proximal and mid lad. The stent at target lesion one overlapped one of these stents. The patient experienced a target vessel reintervention 440 days following the index procedure due to in-stent restenosis of the proximal lad. The in-stent restenosis was treated with a coronary artery bypass graft (unk vessels) and the patient was discharged three days later.

Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.